Event description:
It was reported that bd¿ syringes w/ needles luer slip tip was blocked. This occurred on 800 occasions. The following information was provided by the initial reporter: needle blockage. The user cannot inhale drugs with a syringe.

Manufacturer narrative:
Investigation: sample evaluation: 1 actual sample in open package was returned for investigation. The sample was not decontaminated. From the returned sample, observed clogged needle the sample was challenged at the automated vision system at the needle assembly line, sample found with clogged needle from the visual inspection was able to be detected and rejected by the vision system. Return sample that was identified to be clogged are able to be detected and rejected by the vision system. The probable cause for part not rejected is due to slanted rack pin the slanted rack pin would result in the reject cylinder unable to completely reject the identified clogged needle resulting in the escape of the non-conformance part. DHR was performed and revealed all required challenges, samples and testing was performed per specification in accordance with the in-process sampling plans.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringes w/ needles luer slip tip was blocked. This occurred on 800 occasions. The following information was provided by the initial reporter: needle blockage. The user cannot inhale drugs with a syringe.